Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it has been reported that the pink part on the syringe is becoming disengaged leaving the needle exposed causing stick hazards.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and hub/collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, hub/collar separation was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it has been reported that the pink part on the syringe is becoming disengaged leaving the needle exposed causing stick hazards. It has been reported to our office that the pink part on the syringe is becoming disengaged leaving the needle exposed causing stick hazards. Six items have been encountered with this defect.